Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test extraction reagent on (B)(6) 2023. The consumer reported while opening the bottle of the reagent, some of the solution splashed in her right eye. The consumer was advised to flush her eyes with copious amounts of water. The consumer confirmed that they had no irritation from the reagent and was feeling fine. Technical service provided the safety data sheet (sds) to consumer via email. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
D4 UDI: (B)(4). Investigation summary: technical services confirmed with the customer that there was no injury, and the customer confirmed that they accidentally splashed some of the reagent into their right eye while opening the bottle and reading the instructions for the test procedure. The customer was advised to contact their health care provider if there's irritation or burning sensation, and to flush the affected area with copious amounts of water. Additionally, technical services informed the customer that the extraction reagent contains mixture of detergents, salts, and preservative in a water-based solution. Technical services provided a copy of the safety data sheet for the reagent. The customer confirmed again that they were fine and do not feel any irritation. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card. No additional investigation is necessary as a product deficiency was not identified. Abbott diagnostics scarborough will continue to monitor and trend for this reported issue as part of our ongoing post market surveillance. H6 (b11 and 12 removed; c19 corrected to c23; d14 and d15 corrected to d1102). H3 other text : single use; device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test extraction reagent on (B)(6)023. The consumer reported while opening the bottle of the reagent, some of the solution splashed in her right eye. The consumer was advised to flush her eyes with copious amounts of water. The consumer confirmed that they had no irritation from the reagent and was feeling fine. Technical service provided the safety data sheet (sds) to consumer via email. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
D4 UDI: (B)(4). Investigation summary: technical services confirmed with the customer that there was no injury, and the customer confirmed that they accidentally splashed some of the reagent into their right eye while opening the bottle and reading the instructions for the test procedure. The customer was advised to contact their health care provider if there's irritation or burning sensation, and to flush the affected area with copious amounts of water. Additionally, technical services informed the customer that the extraction reagent contains mixture of detergents, salts, and preservative in a water-based solution. Technical services provided a copy of the safety data sheet for the reagent. The customer confirmed again that they were fine and do not feel any irritation. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card. No additional investigation is necessary as a product deficiency was not identified. Abbott diagnostics scarborough will continue to monitor and trend for this reported issue as part of our ongoing post market surveillance.h6: a2303 corrected to a25 as no misuse was reported. H3 other text : single use; device discarded

Manufacturer narrative:
D4 UDI:(B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test extraction reagent on (B)(6) 2023. The consumer reported while opening the bottle of the reagent, some of the solution splashed in her right eye. The consumer was advised to flush her eyes with copious amounts of water. The consumer confirmed that they had no irritation from the reagent and was feeling fine. Technical service provided the safety data sheet (sds) to consumer via email. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.